Manufacturer narrative:
Product event summary: analysis observed the reported issue. As a result the software was reloaded and updated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the screen frequently locked up after device interrogation. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.